Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included allergy, anemia, iron deficiency, endometriosis, fever, headache, numbness, dizziness, heartbeats irregular, breast lump, pelvic congestion syndrome, dyspareunia and ovarian cyst. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient experienced feeling abnormal ("brain fog") and fatigue ("fatigue"). In (B)(6) 2016, the patient experienced anxiety ("anxiety"). In (B)(6) 2017, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and alopecia ("hair loss"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, dysmenorrhoea and dyspareunia had resolved, the feeling abnormal and alopecia was resolving and the fatigue outcome was unknown. The reporter considered alopecia, anxiety, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for date(s) of insertion: (B)(6) 2004 discrepancy noted in essure confirmation test in current pfs: she did not underwent an essure confirmation test but in initial case hsg results were provided as essure device was successfully occluded. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 20.5 kg/sqm. Imaging procedure on (B)(6) 2004: essure confirmation test (unspecified) - result not provided. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jun-2020: pfs and mr received- new event pelvic pain, abnormal bleeding (vaginal), menorrhagia, anxiety, brain fog, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue and hair loss were added. Reporter information and medical history were added. On 1-jul-2020: medical record received- reporter information was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.